Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The analysis detected fraying of the insulation about 17 cm distal of the is-1 connector pin. This damage can, with high probability, be regarded as the cause of the clinical complaint. The kind and position of the fraying are characteristic of massive mechanical stress of the lead due to friction at the generator housing. X-ray images or diagnostic images of any other kind that would provide information on the positional relationships of the implanted system in the body were not available for analysis. Further inspection showed a strongly twisted inner conductor helix near the is-1 connector pin. The analysis showed that overrotation of the screw mechanism during the explantation should be considered as the cause. The check of the conductor continuity during the electrical analysis showed no conductor fractures. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that inadequate shock release occurred approximately 25 months after implantation. Lead damage was reported. The lead was explanted. Should additional information become available, this file will be updated.